Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 6 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Needle attachment results conducted on samples before releasing the product did fulfill OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened corrective action in order to avoid this incident in the future.

Event description:
Country of complaint: (B)(6). Needle detachment.